Event description:
It was reported that during a stenting treatment procedure, the stent shifted on the delivery device. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right common iliac artery (cia). A sterling balloon catheter was utilized for pre-dilation, resulting in residual stenosis of 70%. The 7.0x20x75cm express vascular ld stent system was then advanced; however, difficulty was experienced while attempting to cross the lesion. After several unsuccessful attempts, it was noted that the stent had moved slightly on the balloon of the stent delivery system (sds). The stent was retrieved and the procedure was completed successfully. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)